Manufacturer narrative:
Device passed the displacement test but motor error alarm during the basic occlusion test due to protruded drive support disk. Unable to perform the occlusion, prime/a33 and excessive no delivery test due to motor error alarm. Motor passed motor test.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were experienced high blood glucose level. Customer¿s blood glucose level was 500 mg/dl. Customer also reported motor pump error alarm and able to clear and rewind. Customer stated drive support cap was normal and insulin pump was not exposed to high magnetic field. Customer was not assisted with troubleshooting for high blood glucose level. The insulin pump will be returned for analysis.